Event description:
A report was received that a patient's ipg had been explanted. According to the physician, the patient's body was expelling the ipg due to rejection. The physician replaced the patient's ipg and the patient is reportedly doing well.

Manufacturer narrative:
The explanted device was discarded by the medical facility, and will not be returned for evaluation.